Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported an adverse patient event. The customer wanted to check the message logs for (B)(6) 2016 for all messages that went to phone extension (B)(6). The nurse that carried the phone stated that she did not get the paging messages. The issue is considered as reportable as the customer has alleged that a malfunction may have occurred with the philips paging system. The customer reported a patient death. It was reported that the adverse patient event occurred on (B)(6) 2016 at approximately 4:00 pm.

Manufacturer narrative:
No malfunction. It was reported by the biomedical engineer at (B)(6) that a patient flat-lined and died while being monitored by telemetry. The nurse manager stated to the field service engineer (fse) that the surveillance center successfully alarmed during the patient condition but the alarm notification device (cisco phone) failed to notify the nurse. The unit where the patient incident happened was (B)(6), where the patient expired on (B)(6) 2016 between 7am-8am. The first occurrence of asystole was reported as 6:52 am on (B)(6) 2016. Per the philips product support engineer, the first occurrence of asystole in the log was at (B)(6) 2016 06:52:12 am and the last occurrence of asystole in the log was at (B)(6) 2016 08:39:02 am for bed (B)(4). Messages to cisco extension (B)(4) started failing from (B)(6) 2016 at 05:46:06 am. The next message delivered to cisco extension (B)(4) was at (B)(6) 2016 at 08:19:40 am. For approximately 2 1/2 hours, from 5:46 am to 8:19 am there were no pages delivered to the cisco phone (B)(4). There is no further explanation as to why the messages to the cisco phone failed between the times listed (5:46 am to 8:19 am), but possible reasons could be that the phone was out of range, the battery was flat (without power), or the phone was turned off. The support engineer evaluated the windows and iem (intellispace event management) logs and saw no indication that the philips piic or philips paging system was not functioning normally. There is no data to support a philips malfunction. Patient information was requested, but was not provided.